Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that just over a month later, the patient presented emergently to the hospital with a thrombosed left limb. A non mdt stent was placed in the thrombosed limb as intervention to dilate the limb to 16mm. Then a fem-fem bypass was performed. Per the physician, the cause of the thrombosed limb was unknown. No additional clinical sequalae were reported and the patient is doing fine.